Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 59.4 cm diameter abdominal aortic aneurysm. The aortic neck was 13 mm in length, 25.2 mm in diameter proximally, 24.1 mm in diameter distally with moderate angulation. It was reported that during the deployment of the endurant bifurcated stent graft the right renal artery was inadvertently covered. This was not discovered until the final picture was taken. The physician attempted to get behind the stent graft to engage the renal artery but was unsuccessful. The physician also tried to pull the graft down and was also unsuccessful. The patient was hypertensive and had back pain post procedure, but has stabilized. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: inaccurate stent graft delivery, arterial occlusion. Short aortic neck. Conclusion: inaccurate stent graft delivery, arterial occlusion. Short aortic neck.